Event description:
The customer called and reported her blood glucose was 400 mg/dl. The customer treated with a shot. The insulin pump was alarming no delivery. Troubleshooting was performed. After customer was advised to disconnect and reconnect the reservoir and tubing, she was able to push insulin through and run a manual prime without receiving a no delivery alarm. It was advised the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.